Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator while in use, the display went black and the customer could not shut the unit off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and could not duplicate the reported issue. The ventilator diagnostic logs were reviewed by the customer with no error codes in the logs. The customer reported that the unit would be ran before putting back into service.